Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The insert states: early or late postoperative infection and allergic reaction. Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive unusual and/or awkward movement and/or activity. This is MDR two of two (1825034-2012-00139 and 1825034-2012-00144) for this event.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure occurred on (B)(6) 2012 due to femoral loosening with a possible infection. The femoral and tibial bearing was removed and replaced.